Event description:
A malfunction, identified as "malf 24", was reported, affecting the customer's pump. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.